Manufacturer narrative:
Section d4: the lot number was added based on the returned product. The catalog number and UDI number were corrected based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 97 mg/dl (user´s system) and 32 mg/dl (professional´s system). The user was acting lethargic and throwing up at 9am and the mother gave him high sugar foods. The mother transported the patient to the hospital and he was treated with an IV of fluids and sugar water at 9:30am. On three other days, the user received the following results within 15 minutes: 88 mg/dl (user´s system) and 52 mg/dl (professional´s system), 89 mg/dl (user´s system) and 58 mg/dl (professional´s system), 96 mg/dl (user´s system) and 43 mg/dl (professional´s system).